Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jaws got bent when the surgeon grasped the applier forcibly during use. Therefore, the applier was replaced with another unit to complete the procedure. No injury to the patient occurred and nothing was confirmed to have been fallen/remained in the patient." There was no medical intervention required. The patient's current condition is reported as "fine".